Manufacturer narrative:
Pump received with no button response due to flattened all button dome switch . No unlocked lcd keypad connector. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify history anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had history anomaly. The customer's blood glucose level at the time of incident was unknown. The customer states they changed reservoir on the 21st, but the device reads the 18th. The customer was advised the pump would be replaced and returned for analysis.